Manufacturer narrative:
Updated fields- b4, d9 (return to manufacture date), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. Fse found unit showed a full battery solid led. Turned unit on for pm, and unit ran out of battery in about 15 minutes, while on standby. Unit showed 89 discharge cycles. Voltage checks to the battery measured at 24.5 from the bottom of unit. Unit also showed intermittent connection to the battery when console was manipulated/jolted. Battery showed intermittently ¿battery invalid¿ as noted on the pneumatic screen in service mode. Nothing logged in the unit, and customer reported no issues with unit. Replaced suspect power supply, as a precaution. Replaced batteries as a precaution. Post aforementioned, successfully identified subject unit charging an recognizing batteries without issues, even when console was manipulated/jolted. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received part number 0014-00-0033-05 power supply with a reported unit failure of batteries not charging.the failure analysis and testing dept. Performed a visual inspection and observed that the power supply was dusty. The failure analysis and testing dept. Installed power supply into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual. The fat dept. Verified all power supply voltages, and the voltages met factory specifications. The fat then checked to observe if the battery was charging by monitoring the battery voltage and current. The battery charged to factory specifications. The fat dept. Could not verify the complaint of the batteries not charging. The power supply passed testing.

Manufacturer narrative:
Due to character limitation, below field are added from (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, battery of cs300 intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.